Manufacturer narrative:
Additional information was received on 16-sep-2025 confirming the qdot micro catheter will not be returned as it has been discarded. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 19-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31608214l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a right pulmonary vein (rpv) atrial fibrillation (afib) ablation procedure with a qdot micro catheter, the patient experienced a cardiac tamponade which required drainage. The report indicated that approximately four and a half hours had passed since the start of the procedure, and the bilateral pvs entire circumference was ablated. Then, during the additional ablation on the rpv line, the blood pressure decreased from 140 to around 120, and mild pericardial effusion was confirmed treated with a pericardial drainage. Ablation at the left pulmonary vein (lpv) had been completed. After pericardial drainage was performed, three additional ablations were performed, and the procedure was completed. The vital signs were immediately stable after the procedure. The physician¿s assessment of the health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was not yet clear at what point cardiac tamponade occurred. Ablation was performed with a higher ai value than usual. Ablation was performed at 50w. No extended hospitalization. The coloring settings for visitag was tag index. No abnormalities observed prior/during use of the product. Additional information was received on 22-aug-2025. The outcome of the adverse event was improved. One catheter exchange occurred during the procedure. A force sensing ablation catheter was used. Prior to noting the pericardial effusion, ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation, and ngen generator automatically controls appropriate irrigation flow according to the temperature. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 31-aug-2025. One transseptal puncture site was performed during the procedure. . The force visualization features used were cf dashboard and vector. The visitag module parameters for stability used were range: 2-3mm, time: 3sec, fot: 25%5g, and tag size: 3mm. No additional filter was used with visitag. The transseptal puncture was performed with rf needle. The flow setting for irrigated catheter used in the event response was a total irrigation volume of 364ml.